Event description:
Initial report: patient was implanted with lcp posterior distal t-plate and screw construct for pilon fracture on (B)(6) 2012. Routine follow-up x-ray taken on an unknown date revealed a non-union. Patient underwent a two-stage revision. Patient was returned to the or on (B)(6) 2012 for the first stage revision surgery. The surgeon removed all hardware and the patient was revised to external fixation. Patient was then returned to the or on (B)(6) 2012 for the second stage revision surgery. The patient was implanted with low bend medial distal tibia plate construct. Updated report: a report was received regarding a patient who implanted on (B)(6) 2012 to treat a comminuted (with intraarticular extension) fracture of left distal tibia and fibula. It was reported that post-operatively, the patient used a walker and subsequently the noticed bowing of the extremity. X-rays taken on (B)(6) 2012 revealed a left ankle varus drift, neither bone healed, and at least one screw was broken. The patient was returned to the or on (B)(6) 2012 for removal of all hardware. During removal, it was noticed that four of the distal screw heads had broken off. The screw heads and plate were removed. The surgeon also removed the screw shafts without difficulty. On (B)(6) 2012, the patient was returned to the or for the second stage revision surgery. The patient was implanted with low bend medial distal tibia plate construct. This is 1 of 5 reports for the same event.

Event description:
Patient was implanted with lcp posterior distal t-plate and screw construct for pilon fracture on (B)(6) 2012. Routine follow-up x-ray taken on an unknown date revealed a non-union. Patient underwent a two-stage revision. Patient was returned to the operating room on (B)(6) 2012, for the first stage revision surgery. The surgeon removed all hardware and the patient was revised to external fixation. Patient was then returned to the operating room on (B)(6) 2012, for the second stage revision surgery. The patient was implanted with low bend medial distal tibia plate construct. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Age, dob and weight reported. Updated description provided.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.